Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump, which was still under warranty. The customer was informed that they would need to program their settings and connect their cgm to the replacement pump. Instructions for returning the problematic pump using a pre-paid label were provided, and the customer acknowledged these instructions. The customer will continue using their current pump as backup therapy until the replacement arrives.